Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided. D4 catalog number: this reflects the base item number 14687.

Event description:
The tubing tip of an unspecified primary plum set (IV tubing) reportedly broke off and became lodged in the injection port while the clinician was attempting to saline lock the patients IV. There was no report of any human harm.